Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that "about 6 months ago" relative to (B)(6) 2019, the "pump came out on its own and then had the catheter taken out." The patient had "nothing but problems since then." He said he kept calling his doctor about the incision as there was a "hole in the skin." He noted that shortly after implant the incision started to turn red. He thought the doctor had "implanted too big of a reservoir." He also stated the doctor "stuck him 6 times with a needle." The patient had so much scar tissue that he was unable to get another pump and he has a hernia on the same side as the pump. No further complications were reported.